Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be broken/fractured. The main coil was seen to be kinked/bent and stretched. The coil delivery wire was not returned. The coil introducer sheath was not returned.  During functional inspection, the main coil was discovered stuck inside of the microcatheter that was returned for analysis, the catheter was cut, and the coil was retrieved.  The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'main coil prematurely detached/separated during use' could not be confirmed during analysis, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Premature detachment occurred within the microcatheter when the subject coil was inserted. The entire microcatheter was removed and retrieved without incident. During analysis the main coil was seen to be kinked/bent, stretched and broken/fractured and the coil delivery wire was not returned. An assignable cause of procedural factors was assigned to the as reported defect of 'main coil prematurely detached/separated during use' as well as to the as analyzed 'main coil broken/fractured during use', 'main coil kinked/bent' and 'main coil stretched' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the middle cerebral artery (mca) m1 aneurysm embolization case, the subject coil prematurely detached inside the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.